Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The existing aus and all components were explanted and replaced. The explanted aus is not expected to be returned. A supplemental report will be filed should additional information become available or the product be returned for analysis.